Manufacturer narrative:
(B)(6). The exact date is unknown. Additional 510(k): k083641. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the patient experienced an inflammatory reaction at their stoma site while using a portex® bivona® tts¿ 6.0 mm tracheostomy tube. After one month in use, the tracheostomy tube was reprocessed and placed in the patient. After the tracheostomy tube was placed, the patient experienced irrigation at their stoma site. The patient was prescribed gentamycin ointment. The gentamycin ointment did not ease the irritation. A pvc tracheostomy tube was placed, and inflammation eased. The patient was reported to be in stable condition. No permanent injury was reported. See MFR: 3012307300-2017-01076.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used tracheostomy tube was returned for two complaints of the same nature from the same patient. It is unknown which of the two complaints the device represents. Visual inspection was performed and found no discrepancies or anomalies. Prior to its release for distribution, the product was ethylene oxide sterilized. A review of the sterilization records found no discrepancies or anomalies. While these devices are manufactured from medical-grade silicone and biocompatibility testing has been conducted to meet the standards for medical devices, a small segment of the population may be sensitive to silicone. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.